Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the fitting on the hose that connects the steam line to the sterilizer was loose. As the fitting was loose, water was able to leak from the washer. While onsite, the technician was informed that facility personnel were aware that the unit subject of the reported event was leaking and continued use of the washer. The user facility did not contact steris prior to the reported event for service. User facility personnel should have immediately cleaned up the water and removed the unit from service. The reliance 444 washer operator manual states (1-2), "warning - slipping hazard: to prevent slips, keep floors dry. Promptly clean up any spills or drippage." The technician tightened the fitting on the hose, tested the unit confirmed it to be operating according to specification and returned it to service. The technician counseled facility personnel on the proper use and operation of their washer, specifically removing the unit from service if it is leaking. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on water that had leaked onto the floor from their reliance 444 washer resulting in an injury. Medical treatment was sought; the user facility did not disclose if medical treatment was administered. The employee returned to work the same day.